Manufacturer narrative:
This report will be updated when investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to the prosthetic neck hip implant breaking into two pieces.(right).